Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. As a result of the legal manufacturer investigation, and since the device was not returned, a definitive root cause could not be identified. Possible causes for the event include, communication error with the video processor related to deterioration of the 190 scopes, the connection of the digital light source cable may have contained dust or residue causing the communication from the light source to the video controller to become unstable, and contributed to the pins of the connectors to have poor contact resulting in communication issues.

Manufacturer narrative:
Additional information is not yet available for this event, the investigation is ongoing. When the device is received for evaluation supplemental report(s) will be filed as any information becomes available.

Event description:
It was reported the evis exera iii xenon light source had an error code b30. There was no harm or user injury reported due to the event.